Event description:
Patient reported that her freedom pump is not securely holding her hizentra 10 gm pfs. Confirmed she is using adapters, winding up the machine, and securing the flow rate tubing to the syringe. She states her 50 ml syringes are secured into the machine when she transfers over the 7 remaining grams of her dose, but the pfs does not work and reports it is shaky. Will be sending new freedom pump to patient with new adapters. No missed doses reported. No adverse events. Unknown if pump is available for return. Hizentra indication- myelin oligodendrocyte glycoprotein antibody disease.